Manufacturer narrative:
(B)(4).

Event description:
It was reported that the wearable was overheating. The product was evaluated. An exterior visual inspection was performed and passed. The allegation could not be determined. A probable cause could not be determined as the allegation was not found. No injury or medical intervention was reported.

Event description:
It was reported that the sensor was overheating. The sensor was inserted into the arm on (B)(6) 2024. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).